Manufacturer narrative:
The associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot or failure mode. The clinical/medical team concluded the female patient that had a hip replacement in 2005, followed by a report of several dislocations. Subsequently a hip revision was performed with implant removal and replaced with (B)(4) lot 15hm12574 (no date is indicated for the revision). A new dislocation has been reported and confirmed by x ray photo. The dislocation was reduced (B)(6) 2016. No clinical charts or op reports have been received. No parts were explanted to be returned. We have related dislocations reported on (B)(4) per response to request for added information ¿ ¿we have no further information available for these 3 incidents. Incidents have not been reported until the latest reduction performed on (B)(4).¿ based on the provided information no determination as to the cause of the dislocation can be determined and no further assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant dislocation.